Event description:
It was reported that the pulse generator exhibited a premature alert for elective replacement indicator after being exposed to electrocautery during non-device related surgery. A device product code download was successfully performed. The elective replacement indicator trigger was successfully cleared upon reinterrogation.